Manufacturer narrative:
Additional information is not yet available for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, no image was observed for the device. This is attributed to the faulty charge couple device unit. Additionally, the cable is not consistent with olympus standard. There is moisture inside the adapter lens. Focus ring rotation is not smooth. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use the device yielded no image. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed, as the device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, it is likely that the reported issue (no image) was caused by a failure of the charge-coupled device (ccd) unit and the use of a non-olympus cable. The device's instruction manual states the following under 'repair and modification': "this instrument does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or user injury and/or equipment damage can result. If problems appear to be malfunctions, contact olympus." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer on 26-july-2021. The customer confirmed event occurred at preparation for use with no patient involvement. The device was inspected before use. There was no report of the device being dropped or coming in contact with a hard surface or sharp corner, nor of any error messages, alarms or alert tones associated with this event. No foreign objects such as hard water residue, lint or dust on the electrical contacts were observed.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and to correct information submitted on the initial report. E2: sterile processing instrument coordinator.